Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Without a sample an evaluation cannot be performed and a root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5245672 conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using the 23 g x .75 in. Bd vacutainer® push button blood collection set for venipuncture performed on patient resulted in low blood flow due to blood leaking from top of hub closest to venipuncture site. Tried second venipuncture, unsuccessful also.